Manufacturer narrative:
(B)(4). Additional information received on 03/21/2012 from the sales representative stated that as a result, the issue was resolved when transport was completed and the intra-aortic balloon pump (iabp) was plugged back in. The iabp was not switched out. Therapy was completed and then the iabp was taken out of service. The pump did alarm appropriately with 20 min, 10 min, 5 min battery left and then shut down before those times elapsed. There was a delay of interruption in therapy only during transport time remaining from cath lab or operating room to unit which was approximately a few minutes with no harm to the patient. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome was the patient was okay. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: symptom - unit shut down while transporting a patient after a few minutes on battery. Findings/action taken: observed symptom. With a fully charged battery, unit shuts down after 10 minutes on battery. Initial battery voltage was 13v for both batteries, 10.4 v after 10 minutes. Charging voltage was 14.2 v for both batteries. Replaced batteries and replaced power supply as a precaution. Returning old condor power supply. Passed functional checkout with electrical safety test. The pump is back in service.

Manufacturer narrative:
Device evaluation: the two batteries and the condor power supply were returned for evaluation. The batteries were bench tested and both failed for both discharge time and charge capacity. A review of the service history indicates this battery was installed on (B)(6) 2010. The operator's manual states: "as the batteries age, it is important that their performance be periodically checked to ensure that they will perform as intended." "It is recommended that a load test, as outlined in this manual, be performed by qualified service personnel at twelve month intervals to ensure battery capacity and usability. Any time that the batteries do not pass the load test they must be replaced. The condor power supply passed functional testing. A device history record review was conducted for the serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "unit shut down while transporting a patient after a few minutes on battery" is confirmed. The batteries failed both discharge time and charge capacity tests. Battery life is dependent on usage of the battery. The potential cause of the battery failure was determined to be normal wear. The condor power supply passed functional testing.

Event description:
It was reported per field service report symptom - unit shut down while transporting a patient after a few minutes on battery. Findings/action taken observed symptom. With a fully charged battery, unit shut down after 10 minutes on battery- initial battery voltage was 13v for both batteries, 10 4 v after 10 minutes. Charging voltage was 14 2 v for both batteries. Replaced batteries and replaced power supply as a precaution. Returning old condor power supply passed functional checkout with electrical safety test. The pump is back in service. Additional information received on 3/21/2012 from the sales representative stated that as a result, the issue was resolved when transport was completed and the intra-aortic balloon pump (iabp) was plugged back in. The iabp was not switched out. Therapy was completed and then the iabp was taken out of service. The pump did alarm appropriately with 20 mm, 10 mm, 5 min battery left and then shut down before those times elapsed. There was a delay or interruption in therapy only during transport time remaining from cath lab or operating room to unit which was approximately a few minutes with no harm to the patient. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome was the patient was okay.